Event description:
It was reported that the patient experienced discomfort. It was noted that the right ventricular (rv) lead exhibited elevated capture thresholds. The rv lead was found to have dislodged. The rv lead was repositioned (B)(6) 2024 due to dislodgement. Further information received notes the rv lead was subsequently explanted (B)(6) 2024, due to elevated capture thresholds, poor sensing and cardiac perforation. The rest of the system was also extracted electively during this procedure due to the patient needing to have fluid drained in the pericardial space and was not replaced. The patient was stable before, during and after the procedure.